Event description:
It was reported the patient had been "pronounced brain dead by the physician on the site." Additional information has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient had been "pronounced brain dead by the physician on the site." Additional information has been requested and not received. It was later determined via review of public database that the patient died on (B)(6) 2010.